Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2006. On (B)(6) 2007, the patient underwent cystoscopy, bilateral extracorporeal shock lithotripsy and ureteral stent. Then on (B)(6) 2012, the patient underwent cystoureteroscopy with holmini laser and insertion of urethral stent.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.